Event description:
It was reported that during a cholecystectomy procedure, the clips were not properly formed. The device failed. The surgeon used sutures. Surgery was prolonged forty five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Dropping or ejected clip, yielded jaw the analysis found that the er320 device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On (B)(6) 2010, pt reported she was in the "info" screen and viewing her bolus history. Pt stated, the dates are out of order. Attempted to assist pt to go into info to view the bolus history, but pt's phone had a bad connection. Was unable to hear the pt because the connection was breaking up. Pt advised interpreter, she would call back at a later time. Unable to complete troubleshooting. Several attempts were made to contact pt; was unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.